Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
The device was returned and evaluation. Upon reviewing the returned device, yellow fluid was not observed on the applier. However, clear fluid was observed near the clip sleeve boss. Internal operations were reviewed for the assembling of disposable scalp clip appliers. The use of an oil lubricant is permitted on the clip sleeve boss. It was concluded that the residual clear fluid witnessed is the oil lubricant. The returned device was tested as-is upon receipt by engaging the applier to advance the clips through the magazine. During this testing, the device was found to be functional as all clips advanced as intended. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Just after opening the package, yellow liquid was found on the device. There were no adverse consequences to the patient.